Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that following a combined cataract procedure with a glaucoma filtration device implantation, the patient has been experiencing recurrent episodes of iritis and elevated intraocular pressure (iop). The patient was prescribed steroid medication and the iop would fluctuate between low 20 mmhg to low 30 mmhg range. The doctor initially thought the iol was causing the recurrent episodes of iritis, but upon examination determined that the iol is intracapsular and discounted this as a possibility. The doctor reported the stent is well positioned with one ring visible and sitting just behind the scleral spur, so he is unsure if the stent is causing the issue. Additional information has been requested.